Event description:
Pt undergoing repair for abdominal aortic aneurysm. Procedure required an ancure 18cm graft. The package stated the graft was 18cm but when it was implanted it was only 13.5 cm. The graft was removed from the pt and a second graft was obtained; a different kind of graft had to be used. Not the physician's first choice.